Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the proximal segment of the lead was returned and analyzed. Primary analysis revealed that the outer insulation was breached and had a depression. Further analysis revealed, blood/body fluid (not obstructed) was present on all conductors. The outer insulation had a cosmetic cut and depression and there was a white substance on the outer insulation. The lead (B)(4) was returned to the manufacturer, analyzed, and tested out of specification on (B)(4) 2010. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that should have been submitted on (B)(4) 2010. Information was subsequently received on (B)(4) 2010 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed. Primary analysis revealed that the outer insulation was breached and had a depression. Further analysis revealed, blood/body fluid (not obstructed) was present on all conductors. The outer insulation had a cosmetic cut and depression and there was a white substance on the outer insulation. The lead ((B)(4)) was returned to the manufacturer, analyzed, and tested out of specification on (B)(6) 2010. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that should have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. Follow up revealed the death certificate showed the cause of death was septic shock and urinary tract infection and secondary cause coronary artery disease. No autopsy was performed.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Later review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received.